Event description:
It was reported that the patient was experiencing stimulation in non-target areas. The patient underwent a non-device related procedure and has noticed that their lead moved following the procedure. The patient underwent a spinal cord stimulator (scs) lead and implantable pulse generator (ipg) procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in fall of 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: 7081311. UDI: (B)(4).